Event description:
It was reported that a lead integrity alert (lia) triggered on the rv lead. High rate non-sustained events were detected, as well as high short interval counts (sic), noise on the pacing vector, and high and varying impedance. Fracture was suspected. The lead was turned off and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6)-2015, ventricular sensing integrity counts rose up to 27 and there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. Beginning (B)(6)-2015, rv pacing impedance spiked to 1634 ohms. (B)(4).